Event description:
It was reported that the customer had high blood glucose levels of 377 mg/dl. The customer reported multiple battery out limit alarms from the insulin pump after installing a new battery. The customer also reported a blank display on the insulin pump. Troubleshooting was done. The customer was advised to monitor the insulin pump. The customer was advised that a new battery cap would be shipped. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).